Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. A review of the system log file revealed that the flex vision pc malfunctioned due to faulty grabber cards. This issue is related to medical device correction z-1144-2024. To resolve the issue, the fse replaced the flex vision pc and hard disk. After replacement of the flex vision pc, the system was returned to use in good working order. The flex vision pc was returned to philips for failure analysis; however, no failure was found. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.